Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - mlry-hd lat por fmrl 12 mm/ pn 11-104212/ ln 626510, m2a-magnum 42-50 mm tpr insrt-3/ pn 139254/ ln 601540, m2a-magnum pf cup 50odx44id/ pn us157850/ ln 727740. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03020, 0001825034-2017-03021, 0001825034-2017-03023.

Event description:
It was reported that patient underwent right total hip arthroplasty and is experiencing pain approximately eight years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent left total hip arthroplasty and is experiencing pain approximately eight years post implantation. Attempts to obtain additional information have been made; however, no more is available.